Event description:
Additional information was provided that the electrogram (egm) strip was reviewed by boston scientific technical services (ts) and it was noted that the oversensed noise did not result in pauses in pacing greater than one second. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel, which was oversensed for approximately 2 seconds, but did not result in any inappropriate therapy. It was noted that the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.